Manufacturer narrative:
(B)(4). Date sent: 09/07/2004. Information anticipated, but unavailable at this time.

Event description:
It was reported that during setup, the handpiece was found to have a broken 4-40 stud. There was no patient involvement. The customer had another handpiece which was used with no delay to the procedure.